Event description:
It was reported by service report that the foot end will not go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech removing the lift motor from mount and replaced back into motor mount. Verified that the foot end lift motor was working properly.